Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Corrected field: b3 date of event was updated from (B)(6) 2020, product event summary: the controller was not returned for evaluation. The log files of the controller revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file several momentary disconnections between the controller and batteries. Momentary disconnections will result in an audible tone or "beep". It is likely the momentary disconnections were perceived by the patient as the reported "alarm as if no power source was attached to it" event. Log file analysis revealed six controller power up events were logged on (B)(6) 2020 at 16:33:57 and at 16:34:17, and on (B)(6) 2020 at 18:05:42, at 20:08:02, and at 20:27:55, and on (B)(6) 2020 at 21:02:54. No anomalies were observed prior to the losses of power. The controller was without power for 10 seconds, 16 seconds, 10 seconds, 15 seconds, 11 seconds, and 11 seconds, respectively. A loss of power will cause the controller display to go blank and a loud, continuous alarm will sound. Additionally, analysis of the alarm log file revealed a vad disconnect alarm was logged on (B)(6) 2020 at 22:09:47, likely due to troubleshooting and/or the reported controller exchange. As a result, the reported events were confirmed. T he associated batteries had been lubricated prior to release and a power source lubrication procedure had been performed on an associated battery in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. While the product was not available for physical analysis, the most likely root cause of the reported beeping and inability to recognize a power source event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: one (1) controller (B)(6) and one (1) battery (B)(6) were returned for evaluation. One (1) controller (B)(6) and three (3) batteries (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was received inoperable. The battery was received with a pack under voltage (puv) and cell under voltage (cuv) flag enabled. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Likewise, a pack-under-voltage flag is triggered when the battery pack falls below a voltage threshold. Charging the battery cleared the puv and cuv flags, which resulted in the battery regaining functionality. Further functional testing revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. Of note, it was observed that the battery had exceeded the useful operating life of 500 charge and discharge cycles. These are additional findings not related to the reported event. The most likely root cause of the observed abnormal cell voltage plots can be attributed to an estimation error. The most likely root cause of the observed high cycle count can be attributed to the battery reaching end of useful operating life. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis pertaining to (B)(6) was not conducted since log files were not available. As a result, the reported premature power switching event involving (B)(6) could not be confirmed. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections, as well as momentary disconnections that did not lead to premature power switching events involving (B)(6). Momentary disconnections result in an audible tone or "beep". Log file analysis also revealed six (6) controller power up events were logged on (B)(6) 2020 at 16:33:57 and at 16:34:17, and on (B)(6) 2020 at 18:05:42, at 20:08:02, and at 20:27:55, and on (B)(6) 2020 at 21:02:54. No anomalies were observed prior to the losses of power. The controller was without power for 10 seconds, 16 seconds, 10 seconds, 15 seconds, 11 seconds, and 11 seconds, respectively. A loss of power will cause the controller display to go blank and a loud, continuous alarm will sound. Additionally, analysis of the alarm log file revealed a vad disconnect alarm was logged on (B)(6) 2020 at 22:09:46, likely due to troubleshooting and/or the reported controller exchange. As a result, the reported premature power switching events involving (B)(6) and loss of power events were confirmed. The power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 19-jul-2018. The batteries (B)(6) were lubricated prior to release. The most likely root cause of the reported premature power switching, beeping, and inability to recognize a power source event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: controller 2.0 (B)(6). H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. Battery (B)(6). H3: yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04, c19, c10. H6: FDA conclusion code(s): d02, d1105, d12. Battery (B)(6). H3: yes. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. Battery (B)(6). H3: yes. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02 battery (B)(6). H3: yes. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the controllers and power sources exhibited power switching. The controllers and power sources were replaced.

Manufacturer narrative:
A supplemental report is being submitted for additional devices added to this complaint. Additional information has been requested regarding the device serial numbers related to this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: unk / catalog #: unk / expiration date: 31-oct-2020 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: unk h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2020 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 16-oct-2019 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2020 / serial or lot#: (B)(6) UDI #: (B)(6) d9: no h4: mfg date: 16-oct-2019 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2020 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 15-dec-2019 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one controller was replaced and one remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that one controller was replaced and one remains in use. The serial number for the system reported controller in h10 was updated from unknown to (B)(6). Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2021 / serial #: (B)(6), UDI #: (B)(4), h4: mfg date: 31-jan-2020. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the associate battery exhibited a power switching and ventricular assist device (vad) stopped. The battery was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information; updating b5 adding battery that exhibited a power switch and loss power to vad. Additional product: d1: heartware ventricular assist system ¿battery d4: model #: 1650de/ catalog #: 1650de / expiration date: 31-dec-2018 / serial#: (B)(6) UDI #: (B)(4). D9: yes, return date: 14-dec-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 16-dec-2017 h5: no h6: patient ime code(s): e0112 h6: imf code(s): f12 h6: device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that port one on the controller was beeping while a battery was connected to it and became more frequent throughout the day. The next day the controller would alarm as if no power source was attached to it. While the patient had a charged battery connected to port one and went to change out battery number two a loud alarm sounded, and the controller screen went blank. The battery was then attached, and the pump restarted. It was noted that the patient had felt some dizziness when the pump stopped. It was then decided to perform a controller exchanged over the phone, and with the help of a friend the patient correctly changed to the backup controller without any difficulty. Lubrication servicing had been performed previously on the controller. The controller was exchanged. No further patient complications have been reported as a result of this event.